Event description:
A resolution clip (used for clipping polyps) was found lodged in a colonoscope following a procedure on a patient that no resolution clips were used on. The clip was traced back to the last patient the scope was used on the previous day. The scope was cleared per the manufacturer's instructions, utilizing the recommended brushes. During cleaning on (B)(6) 2015, no obstruction was encountered when passing the cleaning brushes through the scope. All lock tests, etc.. Were passed. On (B)(6) 2015, the brush passed through the scope with ease on the first pass, however, on the second pass, the brush encountered obstruction and when the brush was removed, a resolution clip came out. The scope was pulled from service immediately after washing. The scope was sent to the manufacturer (olympus) for evaluation/repair on (B)(6) 2015.